Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was replaced due to physician was concerned with use of electrocautery during revision. The patient was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
It was reported that the patients ipg was replaced due to physician was concerned with use of electrocautery during revision. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.